Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. Blood glucose reading was 40 mg/dl, treated with lemonade. The customer stated that they have been having low blood glucose for the last two to three weeks. The customer declined to troubleshoot low blood glucose. The pump will not be returned for analysis.